Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the low voltage distal conductor was distorted from over-rotation and the lead appeared damaged at implant. The analyst commented the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and intermittent loss of capture noted at clinic. Then during the replacement procedure, the rv lead had total loss of capture and the patient had to be paced externally for a while. The rv lead was capped. Also, a new rv lead was attempted with multiple placements and after numerous extensions and retractions of the helix, the helix would not deploy anymore. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.